Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not close clips all the way and the clips would not stay on tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n92311. The analysis results for the er320 device found that it was returned with the shaft slightly bent with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damage. In addition, 1 clip partially formed was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 6 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. The reported event could not be confirmed as no malformed clips were noted during functional testing. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.